Event description:
During whipple procedure, doctor used a covidien gia 100 stapler. After firing, the staple line fell apart and did not hold together. Per operative note excerpt: "therefore, the right gastroepiploic vessels were ligated with 2-0 silk ties and the greater and lesser curvature of the stomach was skeletonized using the harmonic scalpel. With the stomach divided with a linear mechanical stapler approximately 2-1/2 inches from the pylorus. The surgeon noted that we had a staple failure and on the proximal stomach the entire staple line was disrupted. With the stomach divided and the gastroduodenal artery ligated, we were able to complete the dissection under the neck of the pancreas from above to below and transected the pancreas with the cautery." The onsite covidien vendor was informed.